Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels are undamaged, but the tamper seal was missing upon receipt. The device was received in good condition with no physical damage noted. One battery stabilizer was missing. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown. The device main board will be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received.

Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. The device will be sent to you if needed. It will be tested at our site first. No patient is injured in this case.

Event description:
It was reported that the device had an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.